Event description:
It was reported that high, out of range high voltage lead impedance was observed. Re-setting lead in header and repeated check, as well as last clinic device check continued to show out of range impedance. Plan to manage the issue is unknown at this time. No further information is available.

Manufacturer narrative:
Not returned. (B)(4).

Manufacturer narrative:
The reported field event of high voltage lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and an anomalous transistor were noted. The cause of the field event was due to the anomalous transistor.